Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study (wce-1713: zenith alpha thoracic post market retrospective study): infolding of the distal study device was noted 18 days post-procedure. On (B)(6) 2022, this 77-year-old male patient was emergently treated for a fusiform thoracic aortic aneurysm (contained rupture) with placement of, from proximal to distal, a zta-p-38-217, a zta-p-42-173, and a zta-p-44-125, starting at zone 4. Procedure imaging revealed patent study devices, no endoleaks, and no device issues. On (B)(6) 2022, the patient experienced delirium, treated with medication and was not related to the study device, but related to the procedure (anesthetic medication). On the same date, the patient experienced fever, anemia, pleural effusion, and hematuria, treated with antibiotic, blood transfusion, chest tube, and urinary catheter, respectively. These events were not related to the study device/procedure. On (B)(6) 2022, the patient experienced aortoesophageal fistula at the stented segment of the aorta, treated with peg tube placement, with relationship to study device and procedure noted as ¿retrospective event, unable to determine.¿ this event led to the patient¿s death. On (B)(6) 2022, follow-up CT revealed patent study devices, thrombus within study device(s), infolding of the most distal study device (this complaint), and no endoleaks. Also on (B)(6) 2022, the patient experienced coprostasis, treated with medication and not related to the study device/procedure. Patient outcome: no treatment was noted for the device infolding. On (B)(6) 2023, the patient died. The cause of death was ¿gastro-intestinal bleeding during gastroscopy with no option for succcessful surgical treatment,¿ with additional detail, ¿patient was transfered from external hospital with diagnosed aorto-esophagus fistula. He developed a gastro-intestinal bleeding during gastroscopy with no option for successful surgical treatment.¿

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. Infolding of the distal study device was noted 18 days post-procedure. On (B)(6) 2022, this 77-year-old male patient was emergently treated for a fusiform thoracic aortic aneurysm with contained rupture. The treatment included placement of, from proximal to distal, a zta-p-38-217, a zta-p-42-173, and a zta-p-44-125 (complaint device), starting at zone 4. Procedure imaging revealed patent study devices, no endoleaks, and no device issues. On (B)(6) 2022, the patient experienced delirium, treated with medication and was not related to the study device, but related to the procedure (anesthetic medication). On the same date, the patient experienced fever, anemia, pleural effusion, and hematuria, treated with antibiotic, blood transfusion, chest tube, and urinary catheter, respectively. These events were not related to the study device/procedure. On (B)(6) 2022, the patient experienced aortoesophageal fistula at the stented segment of the aorta, treated with peg tube placement, with relationship to study device and procedure noted as ¿retrospective event, unable to determine.¿ this event led to the patient¿s death (related complaint). On (B)(6) 2022, follow-up CT revealed patent study devices, thrombus within study device(s), infolding of the most distal study device (this complaint), and no endoleaks. Also on (B)(6) 2022, the patient experienced coprostasis, treated with medication and not related to the study device/procedure. On (B)(6) 2023, 169 days post-procedure, the patient developed a gastro-intestinal bleeding during gastroscopy which led to his death. The cause of death was described as ¿gastro-intestinal bleeding during gastroscopy with no option for successful surgical treatment¿. The complaint reported by the user was confirmed. Complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. The complaint relates to the stent-graft which is implanted in the patient. This complaint originates from a post-market study (pmcf) where images are not collected a review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that user did not follow the instructions for use and/or label. The reported maximum diameter in the distal neck of the aneurysm is 35mm. The complaint device is implanted as the third and most distal of the three zta devices and ends 20mm above the celiac artery. The aortic diameter as this level is not likely to be larger than at the distal neck of the aneurysm more proximal in the descending aorta. The complaint device zta-p-44-125 has a diameter of 44mm and although the proximal end of this is appropriately sized to seal within the zta-p-42-173 proximal to it, it is assessed to be excessively oversized for the aortic diameter in which it seals distally. Per the sizing guide in the instruction for use (IFU) a graft with diameter 44mm is intended for an aortic vessel with a diameter of 39mm. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. It is possible that excessive oversizing of the complaint device restricted it from fully expanding creating folds in the device fabric. These infolds causes disturbance in the blood flow and it is deemed likely that this contributed to the thrombus reported at the same point in time as the infolding. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.